Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support (tts) educated the customer on insulin labeling. Customer called emergency medical transport (emt) to assist with low bg. Ems provided the customer with electrolytes and transported the customer to the emergency room. Customer was treated with intravenous fluids of saline and electrolytes. Customer also had bloodwork ran and received an EKG. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2024. Tts performed a system check and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.